Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the ceramic sleeve was broken at the distal end where the hook is located. The sleeve also appeared to be cracked towards the clevis hub. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken sleeve could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, a piece of the ceramic tip on the permanent cautery spatula chipped off. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.